Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl. The cause of elevated bg was unknown; however customer had an urinary tract infection during the time of hospitalization. The customer went to the emergency room and was subsequently hospitalized. Per the customer, no treatment was received for the reported issue. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.